Event description:
A surface ECG revealed ventricular oversensing. The pa- tient's heart rate dropped into the upper 30's to the lower 40's. The ventricular sensitivity was programmed to 2.5 mv. Further investigation revealed ventricular undersensing. Pseudofusion was present in the ventricle. Ventricular r-waves were 1.52 mv - 1.71 mv. Bipolar impedance was 1579, 2010, and 2056 ohms with consective readings. Programming to unipolar tip produced r-waves of 1.69 mv - 1.94 mv.